Event description:
A zoll territory manager contacted zoll customer support while with a (B)(6) male patient to report that the patient's belt had damaged wires. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation, the trunk cable was completely pulled from the distribution node, causing all wires to open in the trunk cable. The root cause of the damaged trunk cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged cable and connector. The patient received a replacement electrode belt.